Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedural preparation of a 3.5 x 38 mm xience pros drug-eluting stent (des), resistance was felt when removing the protective sheath from the device and subsequently the stent was noted to be stretched. Therefore, a new xience pro des was used and the procedure was continued. There was no patient involvement nor clinical delay reported. No additional information was provide.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported stretched stent was confirmed. The reported difficult to removed could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issues could not be determined. It was reported that during preparation of the stent delivery system (sds) stent, resistance was felt when removing the protective sheath from the device, and subsequently, the stent was noted to be stretched. Factors that can contribute to difficulty removing the protective sheath include, but are not limited to, kinks, bends, damage to protective sheath, procedural technique, incorrect sheath size, damage during manufacturing, inadvertent mishandling during unpackaging/preparation of the device. Analysis of the returned device confirmed the stretched stent. In this case, because the sheath/stylet was not returned a conclusive cause for the resistance during sheath removal could not be determined. Removing the sheath against resistance possibly contributed to the stretched stent and subsequent dislodged or dislocated stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.